Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. During the call with tandem technical support, the customer reloaded the cartridge and received a minimum fill message. Review of pump data showed that the customer filled the cartridge with over 300 units of insulin. Tandem technical support educated the customer on pump labeling instructions and the proper load technique. The customer was able to load a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.